Manufacturer narrative:
Event date is estimated. The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. Therapy restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had their scs ipg replaced because the ipg was nearing end of life due to use of high tonic stimulation. Surgical intervention was undertaken on (B)(6) 2022. Stimulation therapy was reportedly restored postoperatively.